Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radio frequency (rf) heads were interrogating "in the box" devices intermittently. The rh heads will be replaced. There was no patient involvement.